Event description:
The customer reported approximately seven (7) to ten (10) milliliters of clear fluid leaked onto the counter during quality control (qc) analysis involving the coulter lh 500 hematology analyzer. The customer stated the fluid leak originated on the right side of the instrument. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not generated. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered a hole in the tubing through pinch valve pv49. The fse replaced the tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per the established procedures. (B)(4).